Event description:
It was reported that there was a loss of atrial sensing. The lead was capped and the device reprogrammed to vvi mode. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).